Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer contacted healthcare provider for alternate insulin therapy. The customer¿s blood glucose (bg) level was over 500 mg/dl, called cts for assistance. Has not done anything yet no back up therapy and will call hcp for further assistance.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.